Manufacturer narrative:
H.6. Investigation: 36 representative samples were received by our quality team for evaluation. All the 36 pieces of representative samples were subjected to visual inspection, valve injection test and catheter adapter leak test. No abnormality was observed and all the samples passed the inspection criteria; therefore, the incident could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation results, the root cause cannot be determined.

Event description:
It was reported that an unspecified number of venflon pro safety 20ga 1.1mm od 32mm l experienced leakage from the injection port during use. The following information was provided by the initial reporter: details of incident / nature of device defect test: cannula leaked through top access port during automatic power injection through end port under 50psi pressure. It was reported to me in the morning of (B)(6) 2020 that two radiographers had experienced leakage from these cannulas earlier in the same week and I had advised if it happened again to note the batch, time and patient, so we might isolate any problem, having first determined that there hadn't been any possible danger to the patients involved on those occasions. The issue reported here occurred about an hour later and I witnessed the leak directly. Details of injury (to patient, caregiver or healthcare professional): action taken (includes any action by patient, caregiver or healthcare professional, or by the manufacturer or supplier) discussed with clinical department manager and advised to remove any cannula of the same batch. There were two batches in the injection supply cabinet so all cannula in the CT department belonging to these two batches were removed from use, bagged and labelled ready to be returned to supplies on monday morning (B)(6) 2020.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9264825. Medical device expiration date: 2022-09-30. Device manufacture date: 2019-09-21. Medical device lot #: 9259532. Medical device expiration date: 2022-09-30. Device manufacture date: 2019-09-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of venflon pro safety 20ga 1.1mm od 32mm l experienced leakage from the injection port during use. The following information was provided by the initial reporter: details of incident / nature of device defect test: cannula leaked through top access port during automatic power injection through end port under 50psi pressure. It was reported to me in the morning of (B)(6) 2020 that two radiographers had experienced leakage from these cannulas earlier in the same week and I had advised if it happened again to note the batch, time and patient, so we might isolate any problem, having first determined that there hadn't been any possible danger to the patients involved on those occasions. The issue reported here occurred about an hour later and I witnessed the leak directly. Details of injury (to patient, caregiver or healthcare professional): action taken (includes any action by patient, caregiver or healthcare professional, or by the manufacturer or supplier): discussed with clinical department manager and advised to remove any cannula of the same batch. There were two batches in the injection supply cabinet so all cannula in the CT department belonging to these two batches were removed from use, bagged and labelled ready to be returned to supplies on monday morning (B)(6) 2020